Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report #: 1627487-2014-25521. It was reported the patient ((B)(6)) stopped receiving stimulation due to invalid impedances. In turn, the patient will undergo surgical intervention to address the issue at a later date.